Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. One opened hp2 intrepid 2.2 db knife was received for the report of knife did not cut. Sample was visually inspected and found to be nonconforming with damaged cutting edge and bent tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo shows label with reported lot number. Reported issue cannot be confirmed from photo. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the damaged cutting edge and bent tip. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available and has been received by local vigilance representative. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery of a female patient, an ophthalmic surgical knife did not cut. The surgery was completed on the same day. No patient impact was reported.